Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fast heart rate and near respiratory arrest/ respiratory arrest potentially caused by pacemaker mediated tachycardia (pmt). It was also reported there was occasional atrial events within the refractory period. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.